Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for external pacing but, according to the reporter, the device would not pace the pt. No adverse affects to the pt, associated with the incident, were reported.